Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.00/1.5/091 (sphere/cylinder/axis) was implanted into the eye on (B)(6) 2023. The lens tore/broke during loading while injecting into the eye. The lens was implanted and removed intra-operatively on (B)(6) 2023. A replacement lens was later implanted and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).